Event description:
Reporter alleged obtaining discrepant blood glucose values of hi (greater than 600 mg/dl) back to back with a result of 160 mg/dl when testing was performed 1 minute apart on the aviva system. Reporter stated he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.